Event description:
Initial calcium results in separate were 8.5 mg/dl, 8.1 mg/dl, 8.3 mg/dl, and 8.2 mg/dl. Repeat of same samples recovered 9.2 mg/dl, 9.0 mg/dl, 9/0 mg/dl, and 9.1 mg/dl respectively. No info provided to determine if results were used to guide therapy. The field service representative performed repairs in the instrument and ran performance check tests.